Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation: one photo was received by bd. A quality engineer was able to review the photo from lot #3206625 regarding item #305902. It shows a needle assembly with the safety mechanism activated, and has the needle missing. A loose needle is next to it. No other information can be obtained from the photo. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered. A device history record review was completed for provided batch number 3206625 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safety-lok needle pulled out of the hub. The following information was provided by the initial reporter: "needle detached from the syringe. Needle was tick in patient's deltoid and had to be physically removed." Additional information received on 11/29/2023: thank you so much for following up. 1. The incident happened (B)(6) 2023. 2. Unfortunately, we safely disposed the sample to avoid further injury.